Event description:
I had neurolysis surgery with an on-q pain pump with left in my surgical site. On (B)(6), I had severe burning and horrible pain above the surgical site but below the entrance of the catheter. The pain was so severe I went to the hosp. I received a burn multiple layers thick with scarring and now have no sensation in my skin in that area and the nerve that was operated on generally has no to little function. I am significantly disabled and feel the pump failed and dispensed too much pain medicine. I have not worked due to this and now require assistive devices to walk. The on-q pump is a dangerous device. It evidently can express too much medication by compressing the pump. The kind of pump I had did not have any control on it to adjust the flow and can put out too much med just by rolling over on the ball of medication. Pre-operative nerve function was better than postoperative with significant loss of nerve function. Surgery was on (B)(6) 2019 but severe pain was on (B)(6) 2019. FDA safety report ID# (B)(4).